Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product is not expected to be returned.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin.